Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-apr-2004, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported that the pre-operative diagnosis was intrathecal pump malfunction. Surgery for intrathecal baclofen pump exploration and revision occurred on (B)(6) 2019. Per an operative note provided, the pump was removed and fluid was observed to be leaking at the pump connector site. The fluid could not be easily aspirated through the side port. An occlusion was observed at the pump connector site. The pump connector and small amount of tubing was cut and removed. Spontaneous backflow of cerebrospinal fluid (csf) was observed. The pump connector site was flushed through via the side port channel. Positive flow was attempted through the side port of the pump (disconnected from the tubing). A small accretion / occlusion was cleared. The pump connector was replaced. A new sutureless connector was spliced in line and the pump was connected to the catheter with a sutureless connector. Spontaneous backflow through the side port was observed. It was further noted that there was a good return of csf after the occlusion was cleared. No complications were observed. The post-operative diagnosis was pump connector occlusion. No patient symptom was reported. No further patient complications have been reported as a result of this event.